Manufacturer narrative:
Device evaluation: the product was returned in a small vial. Visual inspection found a missing piece of lens haptic in the lens and clear residue on lens. (B)(4).

Manufacturer narrative:
Additional data: this product is manufactured in the u.s, but not marketed in the u.spatient code: (B)(4) - secondary surgical intervention (lens exchange). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -8.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and was exchanged for a longer lens. The exchange resolved the problem. As of the date of MDR submission, the lens has been returned, but not yet evaluated.